Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no report of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira.